Event description:
On (B)(6) 2025, the user¿s cousin reported that the ilet was displaying a ¿high¿ message. On (B)(6) 2025, reported as later that day, emergency medical services were called and the user was given intravenous fluids and transported to the hospital, where they were admitted. Hospitalization was reported from (B)(6) 2025. Based on available information, the event was associated with an unresolved insulin occlusion alert that resulted in lack of insulin delivery.

Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.